Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0rwk6, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable neurostimulator (ins) low impedances were measured (<(><<)>50 ohms) on electrodes #0 and 1. The pulse width was then increased to 300 and the amplitude raised to 2 amps but the reporter still had the same results. The setscrew was then backed out slightly and re-tightened but again they got the same readings and these troubleshooting attempts did not resolve the issue. No fractures were noted on the lead. The cause of the low impedances was not determined. Also, it was noted that the patient was unresponsive during the surgery so it was not known if they felt the stimulation. It was decided to implant the ins battery, close the patient, and not use pairing with electrodes #0 and/or 1 in the programming. All of the clinician programs were used (c1, c2, c3, and c4). No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.